Manufacturer narrative:
The investigation for the reported purge leak has been completed. The pump was returned and the sterile sleeve was confirmed to have been damaged. The root cause of the reported issue was determined to be a damaged sterile sleeve due to excessive force during insertion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was noted that impella cp had a leak at the pc housing. The pc was replaced, and support proceeded without harm or injury. No additional information was provided.